Manufacturer narrative:
Initial and final MDR 1912497 - MDR 3003442380- 2024 -14424 - device 7 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the nine infusion set cannula was kinked on (B)(6) 2024 and patient faces symptoms within 3 hours of insertion. The infusion set is used for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.